Manufacturer narrative:
During the evaluation of the device at the manufacturer's service ctr, a failure of the device to power on was observed. The device's system board was replaced to address the issue. The device was repaired but not returned to the customer, pending customer approval of the estimate.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.